Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The blood glucose level was unknown at the time of incident. Customer¿s current blood glucose level was 197 mg/dl. Customer alleging possible pump over delivering because insulin pump was over delivering. The insulin pump will be returned for analysis.